Event description:
The plaintiff's attorney alleged that the patient experienced anoxic brain injury and a cardiopulmonary arrest and expired two days later. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.